Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:59:07. During night drain cycle four, the patient's ultrafiltration reading was 1482ml, indicating the home patient (hp) drained 1382ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.